Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the encoder flex was out of specification, the menu encoder will not properly adjust settings. It was also noted that the upper and lower cases were broken, the keypad off key was intermittent and was scratched, the battery drawer was contaminated, the battery release, battery flex and heart lead flex were contaminated, both bail covers were broken, the ring cover was broken and contaminated, the lead flex cover was corroded, all heart wire contacts were discolored, the battery contacts were compressed and contaminated, the liquid crystal display was missing lines on the lower part and the main pcb was corroded.

Event description:
It was reported the biomedical engineer was doing routine functional testing of the epg (external pulse generator) when it was found the atrial sensitivity was out of specification for settings less than 2mv. A bad encoder was noted. There was no patient involvement.